Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer reverted to an alternate method in insulin therapy. There was no reported impact to blood glucose as a result of this issue.